Manufacturer narrative:
The device was not returned to the manufacturer for evaluation.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the handle of the renew cautery probe showed signs of electrical crackling. The patient had muscle contractions. A second handle was used finish the surgery. The procedure and anesthesia time was extended by five (5) minutes. There was no serious injury to the patient. There was no additional medical intervention required. [Submitted MDR reference: 1223422-2017-00036, due to two handles used in the procedure]